Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that pn 32g 4mm 5b xtw easyflow la was used and the patient's skin was torn and irritated. The following information was provided by the initial reporter: he puts the needle in, checks the flow of insulin by purging, then when it is applied he feels that the skin is torn (indicates that he considers a problem on the edge) then there is a lump and he feels itchy. His treating doctor has prescribed an antibiotic and paracetamol to treat his symptoms.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pn 32g 4mm 5b xtw easyflow la was used and the patient's skin was torn and irritated. The following information was provided by the initial reporter: he puts the needle in, checks the flow of insulin by purging, then when it is applied he feels that the skin is torn (indicates that he considers a problem on the edge) then there is a lump and he feels itchy. His treating doctor has prescribed an antibiotic and paracetamol to treat his symptoms.